Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: could you please confirm the correct lot number? Qlmeqc or mjk136 ? No further information is available. Event date? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 ¿g/m. Note: events reported in 2210968-2021-05117, 2210968-2021-05118, 2210968-2021-05119, 2210968-2021-05120, 2210968-2021-05121, 2210968-2021-05123.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During the procedure, 7 sutures out of 8 were broken in the middle during use. Lot number qlmeqc, mjk136 - unknown if these are the correct lot number. No adverse patient consequences were reported. Additional information was requested.